Event description:
The account alleged the bed is not sending a nurse call when the bed exit is alarming. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.